Event description:
It was reported by service report that the cot would not lower with weight on it. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pressure comp flow control was malfunctioning causing the cot to no longer lower in both manual and powered modes.